Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The probable cause of the malfunction was related to wear and tear. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii bronchovideoscope image disappeared after it was switched on for couple minutes and a similar device was used. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to malfunction of the charge coupled device unit due to the following handling: earth wire of system was not connected. Scope connector was inserted/pulled with system turned on. The event can be detected/prevented by following the measures included in the operation manual: "important information ¿ please read before use: precaution for disappeared or frozen endoscopic image.". Olympus will continue to monitor field performance for this device.